Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Two screws that should have been locked into the plate, but did not. We followed procedure and corrected it into the guide and used trade and drill guide, measured it and put the appropriate length screw.

Manufacturer narrative:
The reported event that the locking thread of a locking screw axsos 3 ti 4.0mm / l80mm was alleged of failure could be confirmed. The device inspection revealed the following: the screw body does not present any significant damage. The screw head presents several scratches, probably generated during screw insertion. The locking thread present below the screw head presents damage, as platic deformation lines can be seen under microscope. Overall, the device is straight (tested by rolling the screw on the surface of a table). Based on investigation, the root cause was attributed to a user related issue. These are some of the possible causes: the screw insertion was made with a wrong angulation which caused jamming and thread damage. The insertion of the screw was attempted multiple times, which caused thread damage. The screw insertion was made using fast speed power tool. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Two screws that should have been locked into the plate, but did not. We followed procedure and corrected it into the guide and used trade and drill guide, measured it and put the appropriate length screw.